Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The ventricular lead exhibited noise resulting in high ventricular rate episodes. The noise was unable to reproduced. Since the patient had good conduction, the physician decided not to perform any intervention. The patient would be monitored.

Manufacturer narrative:
Correction: event date should be (B)(6) 2015 not (B)(6) 2015.